Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in a 28-year-old female patient who had essure (ess205) (batch no. 12264534) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included multiparous. Concurrent conditions included coccyx pain, obesity, uterine fibroid, hemorrhagic cyst and type 2 diabetes mellitus. Concomitant products included paracetamol (acetaminophen) since 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), tooth disorder ("dental problems") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and back pain ("lower back area pain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety, tooth disorder, fatigue and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the essure device deployed. There were no coils visible in the patient's right tube but the edge of the device was visible on the right side and 4 coils visible on the patient's left tube. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2020: bilateral essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: medical record received. Lab data, reporters information and medical history were added. There was no significant change in the medical context of case.fu marked signi due to imrdf/FDA codes error. Incident~ we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in a 28-year-old female patient who had essure (ess205) (batch no. 12264534) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's medical history included multiparous. Concurrent conditions included coccyx pain, obesity, uterine fibroid, hemorrhagic cyst and type 2 diabetes mellitus. Concomitant products included paracetamol (acetaminophen) since 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), tooth disorder ("dental problems") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and back pain ("lower back area pain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety, tooth disorder, fatigue and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the essure device deployed. There were no coils visible in the patient's right tube but the edge of the device was visible on the right side and 4 coils visible on the patient's left tube. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2020: bilateral essure devices.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a (B)(6) female patient who had essure (ess205) (batch no. 12264534) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not perform essure confirmation test". The patient's concurrent conditions included coccyx pain. Concomitant products included paracetamol (acetaminophen) since 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), tooth disorder ("dental problems") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and back pain ("lower back area pain"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety, tooth disorder, fatigue and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the essure device deployed. There were no coils visible in the patient's right tube but the edge of the device was visible on the right side and 4 coils visible on the patient's left tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: plaintiff fact sheet received. Patient demographic information updated. Events: psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, dental problems, fatigue, lower back area pain were newly added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.